Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd insyte autoguard winged, 20g x 1.16" the safety mechanism failed. There was no report of patient impact. The following information was provided by the initial reporter: safety mechanism in IV catheter would not retract

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte autoguard winged, 20g x 1.16" the safety mechanism failed. There was no report of patient impact. The following information was provided by the initial reporter: safety mechanism in IV catheter would not retract.